Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off pancreatic necrosis during an endoscopic ultrasound guided (eus) procedure performed on (B)(6), 2025. During the procedure, the scope was advanced through the mouth of the patient into the stomach. Upon visualization, a target lesion measuring approximately 8 x10 cm was identified. The entry point for stent deployment was assessed under ultrasound guidance, confirming the absence of blood vessels at the intended puncture site. The distal flange of the stent was successfully deployed within the cyst cavity; however, the inner flange failed to open despite waiting. The delivery system was removed, and upon retrieval, the stent was noted to be partially deployed. The procedure was then completed using a plastic stent. There were no patient complications reported as a result of the event. ***additional information received on july 29, 2025*** it was reported that the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope then slowly, he releases second flange out by managing stent and sheath hub push and pull slowly.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block b5 has been updated with the additional information received on july 29, 2025. Block h11: the axios electrocautery enhanced delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photograph of the delivery system however the stent cannot be observed. A media analysis was performed wherein only the part of the delivery system can be observed. Media analysis could not confirm the event of stent first flange failure to expand. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off pancreatic necrosis during an endoscopic ultrasound guided (eus) procedure performed on (B)(6) 2025. During the procedure, the scope was advanced through the mouth of the patient into the stomach. Upon visualization, a target lesion measuring approximately 8 x10 cm was identified. The entry point for stent deployment was assessed under ultrasound guidance, confirming the absence of blood vessels at the intended puncture site. The distal flange of the stent was successfully deployed within the cyst cavity; however, the inner flange failed to open despite waiting. The delivery system was removed, and upon retrieval, the stent was noted to be partially deployed. The procedure was then completed using a plastic stent. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: the axios electrocautery enhanced delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photograph of the delivery system however the stent cannot be observed. A media analysis was performed wherein only the part of the delivery system can be observed. Media analysis could not confirm the event of stent first flange failure to expand. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off pancreatic necrosis during an endoscopic ultrasound guided (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope then slowly, he releases second flange out by managing stent and sheath hub push and pull slowly. During the procedure, the scope was advanced through the mouth of the patient into the stomach. Upon visualization, a target lesion measuring approximately 8x10 cm was identified. The entry point for stent deployment was assessed under ultrasound guidance, confirming the absence of blood vessels at the intended puncture site. The distal flange of the stent was successfully deployed within the cyst cavity; however, the inner flange failed to open despite waiting. The delivery system was removed, and upon retrieval, the stent was noted to be partially deployed. The procedure was then completed using a plastic stent. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block e1 initial reporter title has been corrected. Block h11: the axios electrocautery enhanced delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photograph of the delivery system however the stent cannot be observed. A media analysis was performed wherein only the part of the delivery system can be observed. Media analysis could not confirm the event of stent first flange failure to expand. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.